Manufacturer narrative:
It is unknown if the customer will return the device for evaluation. The investigation is ongoing and follow up with the customer is currently being performed. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during revalidation of the endothermo disinfector (etd) during maintenance and after reprocessing, the colonovideoscope tested positive for more than 1000 colony forming units (cfus) of pseudomonas aeruginosa. All channels were sampled. The scope was quarantined. There was no patient or procedural involvement. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Updated: b3, d4, d8, h3, h4, h6, and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The user facility reported that the device tested negative for contamination when re-tested. Despite good faith attempts the user second culture results were not shared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.